Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer "needs drain tube, cap j-clip". No patient involvement.

Manufacturer narrative:
Additional information received indicating that the fault occurred prior to use. It was reported that the unit was found drained upon use. One hotline 3 blood and fluid warmer was returned for analysis. Upon visual inspection the enclosure was found damaged, the reservoir is stained, drain fitting was rusted, line cord was worn, main block was dirty, pole clamp was dirty, drain tube was missing and the cap was missing. The tank was filled with water, the line cord was plugged in and the unit was powered on; confirming complaint. Based on the evidence, the root cause was found due to user interface.